Event description:
It was reported via repair work order that all three pieces of the velcro were missing on the mattress surface. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.